Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2024, the patient experienced a sudden hypoglycemic episode while at home. According to the patient¿s husband, he did not recall hearing any notifications from the mobile device prior to the incident. While the couple was sitting on the couch watching television, the patient suddenly lost consciousness and collapsed onto her side. Her husband immediately performed a fingerstick blood glucose test, which showed a reading of 45 mg/dl. He was unable to verify whether the dexcom g6 app was providing real-time glucose readings at the time. In response, he administered a full spoon of honey and gave the patient gatorade to drink. After approximately 10 to 12 minutes, the patient regained consciousness. To further stabilize her condition, he provided a small meal along with a can of coke. Within 30 to 40 minutes, the patient had returned to her normal state. The husband was unable to specify the exact glucose readings from either the cgm or the blood glucose meter during the episode. Emergency services were not contacted, as the situation was effectively managed at home. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.